Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and alleging that the insulin pump was under delivering. Blood glucose level at the time of the incident was in the 400s mg/dl which was treated with manual injection. Blood glucose level at the time of the call was in the 215 mg/dl. Customer stated they were constantly changing infusion site, taking more insulin then crashing. Customer was advised to change entire set, reservoir and insulin and treat per health care provider instructions. A tubing clamp will be sent out to perform high pressure test. The insulin pump was not replaced or returned for analysis.